Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this patient reported to the emergency room (ER) after receiving multiple shocks from this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the data, confirming the patient received 23 shocks, and noted an irregular rhythm. The health care professional (hcp) confirmed that the patient was atrial fibrillation (af). The events were reviewed by the electrophysiologist and it was noted that the patient had episodes of possible polymorphic ventricular tachycardia (vt)/torsades within the episodes of af with rapid ventricular response. Additional information was provided that a revision was performed to explant this ICD to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) and to perform atrioventricular node ablation. No adverse patient effects were reported.

Event description:
It was reported that this patient reported to the emergency room (ER) after receiving multiple shocks from this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the data, confirming the patient received 23 shocks, and noted an irregular rhythm. The health care professional (hcp) confirmed that the patient was atrial fibrillation (af). The events were reviewed by the electrophysiologist and it was noted that the patient had episodes of polymorphic ventricular tachycardia (vt)/torsades within the episodes of af with rapid ventricular response. Additional information was provided that a revision was performed to explant this ICD to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) and to perform atrioventricular node ablation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.